Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken pitch cable at the distal end.

Event description:
It was reported that prior to start a da vinci-assisted surgical procedure, a wire from housing of 8mm tenaculum forceps instrument was observed to be dislodged. The procedure was completed with no reported injury.